Manufacturer narrative:
The device was evaluated and failed due to lack of lubrication in the bearings. This caused the bearing to seize which caused the bur to turn w/difficulty and when turned, it created friction which created heat. It is likely the lubrication was removed during cleaning at the customer.

Event description:
The device was sent in for an unrelated event. Upon investigation at the manufacturer, it was identified that the handpiece was overheating. This did not occur in the sterile environment so there was no patient involvement. No user injury was reported and no other adverse consequences were alleged w/this event.